Event description:
It was reported that prior to an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, it was noted that while the rx lithotripter compatible basket remained inside its sealed package, the tip was detached from the end of the basket. The device was not used during the procedure and another of the same device was used to complete the procedure, the pt's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.